Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found. However a fracture was found on the patient cable.

Event description:
It was reported that the external pulse generator (epg) may have been oversensing when in use on a patient so evaluation was requested. The epg and cable were returned for service. The patient had an intrinsic heart rate so was not considered to have been at risk.